Event description:
The cannula accessory was returned as part of a field removal action. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The cannula accessory was evaluated. Engineering observed chipped sections at the lip of the distal end of the cannula, which may create the potential to remove material from an instrument during use. This cannula may have been associated with previously reported MFR. Report #2955842-2006-00168 and # 2955842-2006-00169.